Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. Performance data was also collected from the device and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the most recent battery measurement was 2.972 volts on (B)(6) 2015 and recommended replacement time (rrt) had not been triggered. (B)(4).

Event description:
It was reported that a few weeks following the implant procedure, the right atrial (ra) lead thresholds increased significantly and the ra lead was explanted and replaced. At the time of the lead replacement procedure, it was also noted the implantable pulse generator (ipg) battery longevity was shorter than expected, possibly due to temporary high ra lead thresholds. The ipg was also explanted and replaced. No patient complications have been reported as a result of this event.